Event description:
Boston scientific received information that this right ventricular (rv) lead had rising pacing impedance measurements of greater than 500 ohms from one reading to the next. Pacing threshold measurements were observed to be rising as well. No noise or pacing inhibition was noted. The rv lead was surgically abandoned during a general device change-out procedure and a replacement rv lead was implanted in its place. Due to the placement of a new rv lead, the patient required hospitalization overnight, which would not have been the case if just the device was changed out. The old rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.